Event description:
The customer reported that they were looking for assistance in review of alarms and logs for a pt who had expired.

Manufacturer narrative:
The customer reported that they were looking for assistance in review of alarms and logs for a pt who had expired. The alarm logs and paging logs show that alarms were sent for this pt (both at the bedside and central station) that were acknowledged at the central station and pages were sent to multiple pagers. Since the hospital staff was not aware of the alarming, even though they acknowledged the alarms, we will consider that a user error was a factor in this death. Alarms and acknowledgement are adequately described in the product labeling (IFU). No further investigation or action is warranted.